Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with an acute kidney injury (aki) and worsening driveline infection for pseudomonas aeruginosa and pseudomonas aeruginosa resistant to cefepime. The patient was changed to ciprofloxacin orally twice a day. Their renal function was improved, and the patient was discharged on (B)(6) 2022. Additional information stated that the patient had no history of kidney disease prior to their implant. The cause of aki was unclear.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported acute kidney injury could not be conclusively established through this evaluation. The patient ultimately underwent a transplant on (B)(6) 2022 due to driveline infection; refer to MFR # 2916596-2022-14240. (B)(6) was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site, as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection, as well as information for caring for the driveline exit site. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.